Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg), and that the device was unable to hold a charge. The patient also experienced inadequate stimulation. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.